Event description:
It was reported by the patient they experienced chest pain, did not feel well and saw flames before their eyes when they received multiple shocks from their device. The patient also reported their device did not work and they were directed to the hospital and were shocked twice externally previously. The patient reported hearing an alert trigger before receiving the shocks. The device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m62 lead, (B)(6) 2013. (B)(4).